Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set's tubing was defective. The following information was provided by the initial reporter: "I have defective tubing from one of the icus.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2022-02230 is a duplicate of 9616066-2022-02040 this supplemental is to cancel MDR 2243072-2022-02230.

Event description:
It was reported that the unspecified bd¿ infusion set's tubing was defective. The following information was provided by the initial reporter: "I have defective tubing from one of the icus."